Event description:
It was reported that during the inflation process, the balloon burst when approximately 0.3cc was injected. There was no patient injury. The patient outcome was reported as stable. The device is available for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Manufacturer narrative:
Corrections: d.1. Corrected the brand name, d.2.a. Corrected the common device name, d.2.b. Corrected the device product code, e.1. Corrected the reporter's country. Device evaluation: the investigation of the returned device found the balloon ruptured, which is consistent with the condition described in the reported event. The catheter shaft was found kinked at 14cm from the strain relief; furthermore, the polyolefin jacket was found damaged proximal to the balloon. The physical evaluation of the device could not identify the conditions or circumstances that led to the rupture, but this condition is consistent with the device experiencing inflation pressure that exceeded the strength of the balloon membrane. The physical evaluation of the device could not identify the conditions or circumstances that led to the kink, but the kink is consistent with the device experiencing forces that exceeded its yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the polyolefin jacket damage, but this type of damage is consistent with exposure to external mechanical stress during advancement and/or withdrawal.

Event description:
See h.11.